Event description:
It was reported that pt who had spondylitic myelopathy with posterior osteophytes underwent a c4-c5 and c5-c6 two level acdf using peek device/infuse bone graft. Pt did well in initial post op period. On pod#3, pt complained he couldn't swallow, and his neck was noted to be swollen and edematous. Pt was kept in the hosp. For an extra week until he could swallow. Doctor reports that after one week, the pt did fine and continues to be free of complaints. It is unk if the infuse bone graft contributed to the reported event, but we are filing this MDR out of an abudance of caution.